Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump it was reported that when attempting a bolus, it will sit at 90 percent and would not deliver bolus. The patient was not getting the 10 boluses per day that they were supposed to be getting. They have tried resetting the handset and communicator numerous times but that has not resolved the issue. The patient was in pain and the pump did not help with all the pain from cancer and will have to talk to the physician on increasing medicine to help with this. The agent had the patient reset the communicator and handset. The issue was not resolved through troubleshooting. The patient was redirected to a healthcare provider to further address the issue and to discuss next steps. The patient had to take oral meds, but the oral medications are not hitting the spots that the pump was focusing on for the pain. The patient stated that this has been since the pump was put in. The patient will monitor and call if the issues continue to get worse.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, serial# unknown, implanted: (B)(6) 2024, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.